Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead was not pacing when required and exhibited noise and low out of range pace impedance measurements. It was also noted that the lead had eroded and that there was damage to the lead body. A revision procedure was performed where the lead was capped and the device was explanted; both were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead appeared to have insulation damage possibly associated with subclavian crush. At the revision procedure, the lead header connection was checked and no anomalies were noted. No additional adverse patient effects were reported.